Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4) signal loss 7/9; (B)(4) signal loss 8; (B)(4) signal loss 7; (B)(4) signal loss 6; (B)(4) signal loss 5; (B)(4) signal loss 4; (B)(4) signal loss 3; (B)(4) signal loss 2; (B)(4) signal loss 1; (B)(4) signal loss 6/30; (B)(4) signal loss 29; (B)(4) signal loss 28; (B)(4) loss 27; (B)(4) signal loss 26.

Event description:
Dexcom was made aware on 07/03/2018 that on (B)(6) 2018 the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.